Manufacturer narrative:
A customer from outside the united states (ous) reported observation of a discordant elevated advia centaur xp ca 19-9 result. Siemens investigation confirmed an average positive bias of 56.4% with a sample population from the asia pacific region and atellica im and advia centaur 19-9 assay kit lots ending in 535 as compared to previous lots. However, investigation did not confirm commercial quality control results outside of range. Urgent medical device correction (umdc) aimc 24-14.a.us and urgent field safety notice (ufsn) aimc 24-14.a.ous were distributed to customers who have received the affected product to notify them of the bias. The communication advises customers to discontinue use of the affected product. Note: this customer acknowledged the ufsn on 07-aug-2024, however a technician inadvertently used the product, which resulted in this event. Customer has since received a replacement lot and is operational.

Event description:
The customer contacted siemens to report an observation of a discordant (elevated) advia centaur xp ca 19-9, lot 535 result on a sample from a patient with no clinical history of cancer. The patient sample was initially tested with advia centaur xp ca 19-9, lot 535 and resulted above the expected normal value range (>37 u/ml). The result was reported and questioned by the physician. The patient was tested for ca19-9 at another hospital and the result was within normal range. There are no reports adverse health consequences due to this event.